Manufacturer narrative:
Device evaluation of battery charger sn (B)(6) was completed. The reported problem (not powering on) was confirmed. Upon investigation , the charger was resetting due to an internally shorted u13 cmos flash microcontroller on the bedside board being internally shorted. The root cause of the shorted microcontroller was unable to be positively identified. There were no adverse events associated with the battery malfunction. Device evaluation of battery sn (B)(6) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the battery malfunction.

Event description:
A us distributor reported that a battery would not power on a monitor and a battery charger would not charge a battery.